Manufacturer narrative:
Patient city: (B)(6). Patient country: spain. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number: (B)(4). Event occurred in spain. It was reported that patient faced anadhesive issue event on (B)(6) 2026. The patient reported infusion set tape did not stick upon insertion, and the cause of the product not adhered due to sweating. No further information available.